Event description:
The caller alleged a variance between inratio inr results. The inratio results were as follows: (B)(6) inratio (sequential order): 1.8, 4.3, and 1.8. Time between the 1st and 2nd inratio test: 3 minutes. Time between the 2nd and 3rd inratio test: 3 hours. The patient self tester's therapeutic range is: 2.0-3.0. Patient self tester was milking finger after the finger stick.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Although an improper technique was identified in the complaint, root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.